Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the patient had a wound infection over the pump site. The patient also heard the pump beeping several times today at home and they wanted a mdt representative to come to the hospital and interrogate the pump to make sure that it was still working.

Manufacturer narrative:
This event had not been initially reported, however upon further review it was determined that the event met the criteria for serious injury. If information is provided in the future, a supplemental report will be issued.